Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The programming changes were made during in clinic visit. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.